Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'does not recognize open door' which was reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification/ adjustment and failed testing lower hook switch. The latch switch requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.